Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose level of 495 mg/dl due to a motor error alarm that he received. He treated his high blood glucose level with an insulin pen. He was advised to disconnect from the insulin pump and revert to back up plan. The product will return. Nothing further to report.